Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement due to detached end cap. Pump received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker and stained address/serial number label. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had large crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.